Event description:
It was reported, one day post implant, that there was no signal on the right atrial (ra) lead and a dislodgement is suspected. The lead remains in use, however, a revision is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).